Event description:
Received call that a pev (powerchair) had been allegedly affected by emi (electromagnetic interference) and possibly injured a consumer. Consumer had gotten out of chair, the chair lurched forward and knocked the consumer to ground.